Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition, the patient was bleeding at the infusion site. 40 units of bolus was administered to treat the hyperglycemia over the day.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent or kinked. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding. The exposed portion of the soft cannula was observed to be stretched. The timing and cause of the observed cannula damage could not be determined.